Event description:
The hospital reported that a brand new hemopro2 extension cable went through sterilization. They followed the sterilization process according to the IFU instructions but the black casing melted.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a

Manufacturer narrative:
Tw #(B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 03/06/2025. An investigation was conducted on 03/26/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact connector ends. There were no visual defects observed on the intact cable. No melting was observed on the intact cable. Based on the returned condition of the device as well as the evaluation results, the reported failure "melted" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.